Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental correction report was created to capture the additional information was received indicating that this lead was extracted due to permanent atrial fibrillation (af) and failed previous attempt at an upgrade due to occlusion. This lead was functioning appropriately prior to extraction. This observation no longer meets the definition of serious injury. Amending MDR decision to MDR=no report.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown reason and a new lead was placed. No additional adverse patient effects were reported. Additional information was received indicating that the patient was getting an atrial lead extracted due to permanent atrial fibrillation (af) and failed previous attempt at an upgrade due to occlusion. This lead was functioning appropriately prior to extraction. The hospital disposed of the leads. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown reason and a new lead was placed. No additional adverse patient effects were reported.